Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 460 mg/dl. Customer declined troubleshooting. Device had also alarmed failed battery test alarm. Customer was unable to troubleshoot at the time of the call. Customer will not be returning the device for analysis.